Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had to perform the fill tubing process multiple times after the cartridge change. Reportedly, the customer performed the load fill tubing process again without changing any supplies and insulin delivery was resumed. Customer's blood glucose was approximately 227 mg/dl. Customer did not respond to attempts to obtain additional information.